Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose of 550 mg/dl. The customer stated that prior to the event, he had a bent cannula but that his insulin pump did not give any no delivery alarms when he bolused. The customer also stated that he uses a quick-set infusion set. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.